Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged, and came off the delivery system outside the pt. The lesion, in an unk location, was pre dilated. The physician was unable to deploy a taxus express2 3.0x12 mm drug eluting stent because it was sticking, and was unable to be placed exactly at the target lesion. He decided to pull the stent out, and felt resistance upon withdrawal. He decided to remove the balloon, stent, and guide out all as one unit. When the sds was outside the pt, the physician noted the stent struts were fanned out. He tried to see what would have happened if he hadn't removed it all as one unit, and the stent came off, outside the pt. No pt complications were reported. The procedure was completed using another of the same devices.